Event description:
It was reported that the patient with this neurostimulator has had many falls since having the device implanted. Imaging was ordered to see if migration had occurred; however, there is no xray imaging currently. Troubleshooting was performed to help the patient manage symptoms. No further information has been received to date. There were no patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed using and confirmed that the event of imaging required and inadequate/inappropriate treatment or diagnostic exposure was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator has had many falls since having the device implanted. The physician has ordered x-rays to see if there has been any lead migration. The patient was preprogrammed on (B)(6) 2025, and the representative will check in with the patient in two weeks. The representative advised the patient continues to have the same symptoms and worsening baseline symptoms. The reprogramming is not working, and 2 new programs were created. There is no x-ray information at this time. The patient is trying out their 2 new programs at this time. There were no patient complications.